Event description:
Additional information received on 12/3/2024 for mw5162796 dexcom g6 sensor inaccuracy: 9:07am g6 reading 49, finger stick reading is 126. That is a mard of 61.1%, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 7:15am g6 reading 233, finger stick reading is 185. That is a mard of 25.9%, which is outside the allowed 20% range. Inserted (B)(6)/2024. Activated on (B)(6)2024.